Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited over-sensing of noise resulting in noise reversions and inappropriate automatic mode switch episodes. The noise was reproducible with arm movements. Lead impedance was stable. Programming changes were made. Patient was stable.

Event description:
New information received notes that inappropriate mode switch episodes due to noise in the atrial channel persisted. Further programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5.